Manufacturer narrative:
During inspection and testing, there was intermittent power to supply electricity with an appropriate voltage to the lamp ignitor and the lamp did not light because the ignitor did not work. A review of the device history record found no deviations that could have caused or contributed to the reported issues. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the intermittent power and lamp ignitor issue were caused by a failure of the power supply unit. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, the rear panel was damaged, the connection of the output socket was loose due to wear on the socket, and there was a non-olympus lamp installed. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that the subject device had a power issue. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was intermittent power and the lamp did not light. This report is being submitted for the malfunction found during evaluation (intermittent power and lamp not lighting). There was no harm or user injury reported due to the event.